Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 23-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 202 and 365 mg/dl. The customer¿s expected blood glucose test result ranges are 140-150 mg/dl fasting am and 160-180 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced test result of 169 mg/dl fasting am using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/29/2026 and open vial date is a month and a half. The meter memory was reviewed for previous test result history: result 1: 202 mg/dl date:(B)(6) 2025 time: 6:13am fasting. Result 2: 365 mg/dl date:(B)(6) 2025 time: 6:09am fasting. Result 3: 122 mg/dl date:(B)(6) 2025 time: 12:31pm fasting. Result 4: 128 mg/dl date:(B)(6) 2025 time: 7:30am fasting. Result 5: 160 mg/dl date: (B)(6) 2025 time: 1:41pm fasting.